Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: this service issue is being closed because the device has not been returned to a mitek service center for evaluation, the customer has cancelled the service order. Further a review into the depuy synthes mitek complaints system revealed one other complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
During an unknown procedure on (B)(6) 2015, the tornado titanium shaver handpiece would intermittently stop working, and the physician would have to tap it to make it run again.the procedure was not interrupted and there were no consequences to the patient. This report is for a tornado titanium shaver handpiece (8000 rpm).